Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Actions performed: the periodic log file captured a decrease in power/flow on (B)(6) 2020 between 21:51:47 & 1:51:47. The pi also decreased at that time and became less dynamic for the remainder of the periodic log file. Most notable in the event log file was a decrease in power/flow on (B)(6) 2020 between 21:38:56 & 2:18:48. Pi became less stable at this time also and ranged from a high of 7.9 & a low of 1.6. Pi became less dynamic for the remainder of the event log file. The pump is maintaining the set peed 0f 6200 so it appear to be operating as intended. It appears the changes in pump parameters was caused by something interfering with the volume of blood flowing through the pump. How are the patient¿s vital signs & labs?

Manufacturer narrative:
Section a2: corrected information. Section b5: the information added in this section was reported in the initial MDR and no new information was reported, however the information in this section was restructured in a more legible manner. Manufacturer's analysis conclusion: review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained data from 2:46:29 on (B)(6) 2020 through 10:49:14 on (B)(6) 2020, per the timestamps. Transient low flow fault flags were captured between 1:57:04 and 2:08:14 on (B)(6) 2020, due to the estimated flow dropping below the low flow threshold of 2.5 lpm. These faults resulted in 6 low flow hazard alarms which were found to last up to 6 minutes in duration and had corresponding flows ranging from 1.9-2.4 lpm. A specific cause for these events could not be conclusively determined through this evaluation. No other significant fluctuations in pump parameters were observed. Despite the observed alarms, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a decrease in power and flow on (B)(6) 2020. The pulsatility index also decreased at the same time and became less dynamic for the remainder of the log files. The pump was maintaining a set speed of 6200 so it appears to be operating as intended. Additional information regarding the cause of the decrease in power and flow were requested, however no additional information was received.